Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00336 / 00338).

Event description:
It was reported patient underwent a ucl procedure on (B)(6) 2013. During the procedure, the plastic sleeves of the juggerknot anchors stuck with the handle. Three of the anchors were pushed through the holes with a point tool while the fourth juggerknot anchor would not engage and the procedure was completed.